Event description:
It was reported that the patient presented in clinic one day post implant with an estimated remaining longevity of 3.7 to 4 years. The device displayed 2.75 v, 29 ua, and 1 k. There seemed to be high current drain, but outputs were normal. Impedances were normal in both polarities. The battery would be monitored for normal depletion at follow-ups.

Manufacturer narrative:
Na

Event description:
It was reported that after a laparoscopic nissen procedure, while disassembling the device, the scrub tech noticed the knot grasper cartrdige, the piece without the teeth, was missing from the cartridge. The patient received a chest x-ray and it was determined that the cartridge pan was left in the patient. The patient has been taken back to surgery for a vats thoracoscopy to remove the silver piece. If possible, the piece removed from the patient will also be returned. Original surgery date (B) (6) 2010; taken back to surgery (B) (6) 2010. Additional information received on 1/18/2010: the surgeon started out doing a vats procedure and could not find the jaw piece. They converted to open and the metal piece was found and the case was completed. The patient is currently doing well. Additional information being requested.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited high current drain due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.